Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Drive support cap was inspected and no anomaly was noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm during bolus. The customer's blood glucose was 486 mg/dl at the time of incident. The customer's blood glucose was 549 mg/dl at the time of call. The customer reported that the drive support cap was damaged. Troubleshooting was provided. The insulin pump will be returned for analysis.